Event description:
During procedure with the rotablator device, the physician put the wire down the lad. Burr was then advanced on the wire. While platforming outside of the body, the tip (approximately 5 mm) of the wire broke off and remains in the pt.